Manufacturer narrative:
Follow up information was received on (B)(6) 2011 via fact sheets completed by the patient and/or the patient's attorney. In 2007, the patient received disability benefits due to her inability to perform her duties due to pain in her extremities, poor balance, and lack of coordination resulting from her myelopathy. The patient also experienced myelitis, severe nerve deterioration, burning sensation in the extremities, decreased energy, and "profound and irreversible neurological damage". Fixodent original was used from approximately 1970 until 2005 and occasionally fixodent powder was used between 1980 until 2008, twice a day, one half a 2.4 ounce tube a week. Super poligrip original was used from approximately 2005 until 2007, twice a day, one half a 2.4 ounce tube a week. The manufacturer's report number for this case . Super poligrip is manufactured in (B)(6), and neither the product nor the lot number for this product was available. The manufacturer's report number also for this case . Polident was manufactured in memphis, tennessee, and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of myelopathy in a (B)(6)year-old female patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Cc-suspect medication included fixodent. On an unknown date, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced myelopathy, hypocupremia, hyperzincemia, nerve injury, and injury. This case was assessed as medically serious by (B)(6). At the time of reporting, the events were unresolved. According to the legal complaint, the patient received dentures approximately 32 years ago (since 1978). The patient used super poligrip and fixodent denture adhesive products and experienced severe, permanent, personal injuries and sustained health consequences. The patient was diagnosed with hyperzincemia, hypocupremia, and myelopathy attributable to super poligrip and fixodent. The patient now suffers from "profound and permanent neurological and other injuries" and was unable to perform her "normal, customary and daily activities." The patient's injuries and damages were permanent and will continue into the future. Follow up information was received on (B)(6) 2010 via medical records. On (B)(6) 2007, the patient was referred to a physical medicine and rehabilitation practice due to numbness in her hands and feet, as well as gait difficulty. Her referring diagnosis was cervical spondylosis, but the patient indicated that she had no significant neck pain. Her symptoms began in the (B)(6) 2006. She noted numbness in her fingers and her toes. Her greatest limitation was associated with walking. She had not fallen but had come close to falling. An electromyography suggested small motor units and a central nervous system process. A magnetic resonance imaging showed increased t2 signal intensity from c1 through c7 without apparent mass effect. The patient was referred to physical therapy but did not go because she was not clear on her diagnosis or the goals of physical therapy. Impression suggested a peripheral nerve process with a magnetic resonance imaging showing a central nervous system disorder. On (B)(6) 2007, the patient was seen by neurology. The patient had a six month history of loss of feeling in the hands (since approximately (B)(6) 2006). She described an intense sense of numbness accompanied by tingling, as well as a "sandpaper like" feeling. The symptoms have progressed to the point where dexterity had declined. She had difficulty manipulating small objects and also some suggestion of weakness in the hands. The patient also reported atrophy of the muscles of the upper limbs, tingling in the lower limbs, marked distortion of sensation in the feet, gait deterioration, loss of balance, tendency to overbalance backwards when walking without support, inability to rise from a seated position, increasing loss of strength in the legs, intense cramping of the calf muscles, and upper thoracic discomfort. The patient slept well and intellect had not declined. Impression included cervical spine pathology, a central lesion with extension posteriorly to involve the posterior columns. Vitamin b12 and copper deficiency were major considerations. On (B)(6) 2007, the patient had a very low copper level and a b12 deficiency, but her b12 level was 234 (lower range of normal). On (B)(6) 2007, the patient's gait was getting worse; she had difficulty getting out of a chair, and was very spastic. On (B)(6) 2007, the patient reported gait instability, poor balance, a numb sensation involving the legs, and parenthesis involving the fingers. The patient was evaluated a neurologist who believed the cause of spasticity and balance abnormality was possibly due to cervical myelopathy. A magnetic resonance imaging (MRI) of the cervical spine three days ago showed a stable abnormal signal in the central gray matter of the cervical spinal cord with minimal bulging at c5/6 and c6/7. There was no spinal stenosis. The neurologist did not think multiple sclerosis explained the patient's clinical findings. The patient had a history of drinking one pint of vodka weekly, but stopped in (B)(6) 2007. The patient had a history of osteoporosis (fosamax was stopped in (B)(6) 2007). On (B)(6) 2007, assessment included worsening ataxia. Several possibilities existed for the cause of her symptoms, but she was definitely worsening and had not had definitive treatment. Multiple sclerosis was still in the differential. The patient, as of yet, had not had any treatment for any of her symptoms. The doctors agreed to an initial trial of steroids. The patient was going to admitted to the hospital for initiation of solumedrol therapy at a dose of 250 mg intravenously every six hours. The patient continued to drink alcohol. The patient was hospitalized from (B)(6) 2007 for suspected multiple sclerosis and gait instability and for treatment with solumedrol. The patient tolerated the solumedrol well without any difficulty. The patient was unchanged overall and continued with physical therapy. On (B)(6) 2007, it was noted the patient had to stop working as of (B)(6)2007. She was no longer able to walk adequately. Assessment included toxic myelitis. The patient did have evidence of a peripheral neuropathy. On (B)(6) 2007, the patient's electromyography (emg) was reported as being "okay" and multiple sclerosis was not present. The patient received a tapering dose of steroids. Serum copper last month was 66 (normal 80 to 155). Earlier this year, the patient's copper level was less than 10. The patient began a centrum product, which contained 2 mg of copper per dose. On (B)(6) 2007, a magnetic resonance imaging (MRI) of the cervical spine showed minor degenerative disc disease in the cervical spine. There was no abnormal signal intensity in the spinal cord and no spinal stenosis or neural foraminal stenosis. A MRI of the brain showed minimal punctuate foci of hyperintense t2 signal in the periventricular white matter were nonspecific, more likely remote in etiology and due to remote ischemic, infectious, or traumatic etiology. On (B)(6) 2007, after reviewing follow up mris of the brain and cervical spine, it was noted that there was no indication of new lesions and the one in the cervical spine seemed less noticeable. The patient was walking better and had a better sense of balance. On (B)(6) 2007, the patient had gotten somewhat better since she began to be replaced. The patient was far less unsteady than she was and she continued with her exercises at home. The patient was treated with requip and klonopin for restless leg syndrome. On (B)(6) 2007, the patient reported increased leg strength that allowed her to walk two or three small steps without assistance. The patient was taking oral copper supplementation. Her serum copper last month was 82 (normal 80 to 155). On (B)(6) 2008, the patient continued to take a multivitamin with cooper and her gait was better. She was no longer seeing a neurologist since there was nothing more to offer in regards to her care. Requip controlled her restless leg syndrome, but causes some nausea. On (B)(6) 2008, mirapex did not cause nausea like requip did. On (B)(6) 2008, the patient stopped poligrip, but still used fixodent and efferdent. The patient's copper was normal in (B)(6) 2007. The patient did not have multiple sclerosis, according to several neurologists. There was no evidence of b12 or folate or iron deficiency. On (B)(6) 2008, the patient was seen in consultation due to copper deficiency. The copper deficiency was believed to be related to zinc present in poligrip and fixodent. The patient had new dentures that fit better. The patient had decreased use of these products by about 75 percent. She continued oral copper supplementation. Her copper level was 85 (normal 80 to 155) in (B)(6) 2008. This was obtained several months after she began copper replacement. The patient's gait had improved. She had not drunk any alcohol since (B)(6) 2007. She felt better and her appetite had improved. Since beginning a copper supplement, the patient had decreased her use of fixodent, poligrip (formulation unk), and polident (formulation unk). Her copper had been in normal range. The patient understood that zinc was present in the products used to care for and secure her dentures. The patient's neurologist believed her gait abnormality was related to neurologic injury caused by copper deficiency. The patient had improved, but still had difficulty walking. On (B)(6) 2008, the patient's neuropathic symptoms had stabilized and she had no new episodes. The patient's gastroesophageal reflux disease was under good control with prevacid daily. On (B)(6) 2009, on (B)(6) 2009, the patient's copper level was 125 ug/dl and zinc level was 73 (normal 60 to 120 ugh/dl).